Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed. The cause was use error - patient not connected when therapy initiated. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting a system error 2240, which occurred on the homechoice (hc) during use during initial drain, the technical service representative (tsr) discovered the home patient (hp) started the initial drain without being connected. The hp realized this error and connected to the hc. The hp then received system error 2240 alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was made aware that the home patient (hp) started the initial drain before connecting to the machine, realized this issue, and then connected to the machine. The rn stated the hp has had no injury or medical intervention from this incident. There were no further details.